Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was mid 300's (mg/dl) at its highest and the customer delivered a correction bolus via the pump to address the bg level. As the customer was not receiving an occlusion alarm and had already changed their supplies when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.